Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with syncope due to heart block. It was reported that a battery longevity issue and possible pacing problem was suspected on the implantable pulse generator (ipg). The device was explanted and replaced. No further patient complications have been reported as a result of this event.